Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient was presented to the hospital with worsening hematoma and volume overload. On (B)(6) 20216 accumulated fluid was drained and the drain was left in-situ. The patient was given instruction on how to use a drain and will be under vna (visiting nurse association) observation upon discharge. The patient is to follow up with the physician as a next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient was admitted to the hospital again to have another drain placed. Reportedly, the hematoma hasn't healed yet.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified, postoperatively the patient received zosyn and vancomycin for 24 hours. Apixiban which was initially discontinued was resumed on (B)(6). Further, the patient received additional packed red blood cells. CT scan of abdominal/pelvic region revealed right groin hematoma, but no retroperitoneal bleeding. The patient was discharged in stable condition. Further follow up revealed the patient was brought back to the hospital to drain hematoma on (B)(6) 2016. The patient was given intravenous vancomycin, lasix and was transfused with packed red blood cells. Percutaneous drain was left in-situ which was removed on (B)(6) 2016. The patient was discharged with modified diuretics medicines.

Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient experienced hematoma at the right groin upon removal of catheter sheath and was admitted for a week for observation. Additionally, the patient developed hypotension. The patient received intravenous fluids to stabilize blood pressure and packed red blood cells to stabilize hematocrit. Further, it was noted the patient is a clinical study patient and the adverse event is not related to the device but to the implant procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received clarified the patient was hospitalized again for ongoing hematoma issue. On (B)(6) 2016 the patient underwent excisional debridement of right thigh hematoma. Patient was evaluated on (B)(6) 2016 and was determined to be hemodynamically stable. The patient was discharged on (B)(6) 2016 with supervised wound care service. Wound cultures taken revealed staph aureus infection. Patient is to follow up with the physician as a next step.